Event description:
It was reported that one month post implant, the patient suffered a fall that resulted in dislodgement and no capture of the right ventricular (rv) and right atrial (ra) leads. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.